Manufacturer narrative:
Meila d.; schmidt c.; melber k.; grieb d.; greling b.; lanfermann h.; brassel f.; dural arteriovenous fistulas in children with vein of galen malformation - the role of treatment timing and embolic material [abstract] in: neuroradiology. Conference: (B)(6). Serbia. 58 (1 supplement 1) (pp s36), 2016. Accession number 617840812. The onyx will not be returned for evaluation as it remains in the patient; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of dural arteriovenous fistula (davf) development after use of onyx. The purpose of this abstract is to analyze the association between development of dural arteriovenous fistulas (davf) in children with vein of galen malformation (vgm) and evaluate whether the occurrence depends on different treatment options and embolic materials. The authors analyzed 43 vgm cases treated with a combined transarterial and transvenous approach. Of the 43 patients, 22 were treated with a combination of coils and onyx. The abstract states that one patient developed davf after the use of transarterial onyx. The patient had undergone treatment using a combination of coils and onyx. The abstract notes that the patient did not develop davf during use of coils alone. In addition, the localization of the patient¿s davf was exactly where an onyx cast was found.